Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), extra ventricular signals were observed that did not correlate to the patient's morphology. Boston scientific technical services (ts) was consulted and discussed the possibility of air escaping through the seal plug. Further information from the field representative confirmed that the signals resolved during the implant procedure and the device was successfully implanted. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), extra ventricular signals were observed that did not correlate to the patient's morphology. Boston scientific technical services (ts) was consulted and discussed the possibility of air escaping through the seal plug. No adverse patient effects were reported. Not enough information was provided to confirm if the device remains in service.